Event description:
It was reported that the pump was explanted and returned to manufacturer for quality analysis. No patient symptoms were reported. The device was used to deliver baclofen (lioresal).

Manufacturer narrative:
(B)(4). Analysis of the pump found motor gear train anomaly. The anomaly was corrosion, and or wear and or lubrication. Destructive analysis revealed enough residues on the upper shaft of the rotor to cause a momentary motor stall.